Event description:
It was reported that during a pulsed field ablation procedure, after completing the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right superior pulmonary vein (rspv) the catheter array inverted and became deformed when attempting to move the catheter to the right inferior pulmonary vein (ripv). The catheter was removed and attempted to correct the deformation. However, there was resistance when the catheter was reinserted. The catheter was replaced which resolved the issue. During the right inferior pulmonary vein (ripv), the sheath was pulled into the right atrium and attempts were made to reposition into the left atrium without resolution. After several attempts to place the sheath into the left atrium a drop in blood pressure was observed. A cardiac tamponade developed. A pericardial drainage was performed. After the drainage was performed, vitals stabilized. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator product ID pscc100 (0012880300); product type: 0609-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.